Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due loss of capture and diaphragm stimulation. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due loss of capture and diaphragm stimulation. Lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The failure-to-capture and surgery allegations were not confirmed based on - based on normal lead resistance measurements, a passing hipot test and inspection that showed no abnormalities. Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device.